Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate. Additionally, the pump battery was not holding charge. Multiple attempts were made by tandem technical support to follow up with the customer; however, all were unsuccessful. Customer¿s blood glucose was 263 mg/dl.